Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she received a button error alarm on the insulin pump. Customer's blood glucose was 266 mg/dl at the time of the incident. Customer stated that yesterday she tried to bolus and the numbers kept scrolling continuously. Customer tied to clear the alarm but it would not clear because the buttons were unresponsive. Customer tried to remove the battery but when she placed the same battery back in, it resolved the issue temporarily. Customer received another button error alarm today while trying to program a bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. The insulin pump has cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.